Manufacturer narrative:
H6: investigation summary: the customer submitted a complaint of lids not closing correctly. There was no photo or sample received for the investigation and without these, the customer's complaint cannot be verified and the root cause remains unknown. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot number 6349910 reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. H3 other text : see h10.

Event description:
It was reported the lid on 2 bd sharps coll 1qt does not close securely. The following information was provided by the initial reporter: it was reported the lid on two sharps containers will not close securely.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the lid on 2 bd sharps coll 1qt does not close securely. The following information was provided by the initial reporter: it was reported the lid on two sharps containers will not close securely.